Event description:
Pt previously well with exception of arthritis. She received 3 synvisc injections in each knee on (B)(6) 1999. On routine exam (B)(6) 1999 she was found to have an asymptomatic dysrhythmia, stress echo, holter and ultimately cardiac cath were done. No cad found. Finding - dilated cardiomyopathy with ef 20-25%.